Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to chronic driveline infection on (B)(6) 2020. Previous cultures noted pseudomonas. The patient complained of weakness, chest discomfort and driveline drainage. During admission wound/ blood cultures were taken but pending the results. A CT scan of the chest and abdomen was preformed. The patient was administered zosyn. A incision and drainage was scheduled for (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Section b5: onset of infection is reported under MFR # 2916596-2019-02648. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.